Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 x40, 135cm charger balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device confirmed that the balloon was unfolded and had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of a solidified substance within the inflation lumen. As solidified blood was noted within the balloon material, the inflation lumen was also most likely blocked with solidified blood. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and a pinhole leak was identified in the balloon material approximately 11mm distal to the distal edge of the proximal markerband. A visual and microscopic examination of the balloon identified no issues with the balloon material that have contributed to the balloon damage. A visual and microscopic examination found no issue with the markerbands of the device which could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 x40, 135cm charger balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.